Event description:
It was reported that myocardial infarction occurred and the patient died. The target lesion was located in the left main to left anterior descending artery. 2.75 x 24 mm promus elite and 3.00 x 24 mm promus elite stents were implanted, the procedure was completed and the patient was stable. Medication was provided and the patient was critically observed post procedure. The following day, the patient died due to myocardial infarction.

Event description:
It was reported that myocardial infarction occurred and the patient died. The target lesion was located in the left main to left anterior descending artery. Two 2.75 x 24 mm promus elite, a 3.00 x 28 mm promus elite, and a 3.00 x 24 mm promus elite were implanted, the procedure was completed and the patient was stable. Medication was provided and the patient was critically observed post procedure. The following day, the patient died due to myocardial infarction.

Manufacturer narrative:
Updated: b5 describe event or problem.